Event description:
Any additional information received will be reported under manufacturer report number 3004209178-2013-07053.

Event description:
It was reported that about 2-3 months ago, the patient was throwing up and had all of her symptoms like before she had her implant. The patient also had a stabbing pain during the day that had been going on and off since implant. It was reported that the patient¿s leads became disconnected from her device and worked their way through the stomach wall, which caused an infection. The patient was put on an antibiotic to clear the infection. This started the end of april for several days. The patient kept telling her doctor that she was having problems with throwing up and they did do a colonoscopy and determined that the leads did move and disconnected. This was done in april. It was noted that the patient¿s leads had since been removed; however, the patient was trying to find a doctor to put them back in. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 435135, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead. (B)(4).